Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a proglide device with a 6fr sheath prior to a carotid stenting procedure. Reportedly, after deploying the proglide needles, no suture was present. The suture did not appear to be attached like normal. The device was attempted to be re-wired; however, the guide wire could not be advanced/re-wired at this stage. The proglide device was removed with no issue. The procedure was completed and manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as a proxy guide wire was inserted through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported failure to deploy the suture was confirmed. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.